Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) was replaced. The reported event was duplicated.

Manufacturer narrative:
(B)(4). Technical support advised to perform a hard shutdown in order to turn off the ventilator.

Event description:
It was reported that a ventilator would freeze at the six images screen. There was no patient involvement.